Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the two-dimensional (2d) images were cropped on the outer borders. There was no patient involvement.

Manufacturer narrative:
H3, h6) the system was serviced in the field and the collimator was ensured to be fully open while completing gain calibrations. The images were no longer cropped. It was reported that the collimator must have been closed slightly when the calibrations were completed. Codes b01, c13, and d02 are applicable to this system checkout.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.